Event description:
It was reported that the device was returned following an unrelated patient death. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train corrosion and-or wear and-or lubrication. Analysis also found pump motor stall due to shaft-bearing. Analysis revealed the pump system was being used to deliver dilaudid, bupivacaine, clonidine, baclofen and ketamine.